Event description:
It was reported the pump worked great for a while, but the patient's spasm were back. The patient talked to the healthcare provider (hcp) about it, and they really didn't know why the dosage increases were not impacting the patient, as the patient noted they were not sure what was wrong that the therapy was not effective. The patient's spasms started in (B)(6) 2012 a year after implant and they had increased his medication dose with no impact. The pump interrogation revealed no issues the day prior to report, at which time the dose was increased again. The pump was used to deliver baclofen. It was later reported the patient had ongoing ¿difficulty¿, as the patient had been in the emergency room 5 or 6 times in the six weeks leading up to (B)(6) 2013. On one occasion, the patient had urinary infection. On other visits, the patient¿s blood pressure was getting too low, as well as having difficulty with his oxygen level. An hcp indicated to the patient¿s family that the baclofen the low blood pressure and ¿some of the associated problems.¿ the patient¿s pump was then turned down when at the hospital. Then the patient receives conflicting information from another provider that the blood pressure issue is not related to the baclofen. The patient was having severe spasms and burning sensations from the lower extremities up to the middle of the back. One of the hcp¿s may do ¿some type of study¿ in the future. When referring to the breathing issues, the reporter indicated that the patient¿s diaphragm doesn¿t work very well, which was an issue prior to receiving the pump. The reporter indicated that sometimes when visiting the ER, the patient¿s blood pressure will just come up when lying down without intervention. The patient¿s legs would lock up so tight that you could not pull them apart, and the patient would occasionally almost kick their own chin from such severe spasms. Those symptoms do not seem to improve with increased doses or the added bolus. It seemed to the reporter that the burning sensation the patient experienced was related somehow to the spasms as the sensation would precede the spasms. The patient was also noting stomach spasms. The pump was working good for the patient up until (B)(6) 2012, which indicated to the reporter that ¿something¿s not working right¿, with the pump, and it was expected further troubleshooting would be performed. The pump therapy was not working so far for the patient, thus the reporter was questioning if there was a ¿defective¿ pump or the dosage was wrong. The reporter indicated they had checked the volumes and x-rayed the pump and catheter as well, and no issues were reported. Following the x-ray, the reporter was not given results, and was only told they ¿needed to do something differently¿, thus the reporter thought they thought that further trouble shooting was related to something the hcp determined to be a problem. (B)(4): it was later reported that the patient experienced orthostatic hypotension and a urinary tract infection (uti). The healthcare provider (hcp) was working with the patient on his dosage and was going to reading the pump logs at the patient¿s next visit. The hcp was also going to check the access port. The patient outcome was reported as ¿no injury¿.

Event description:
Additional information received reported the cause of the event was unknown, and the patient had been offered appointments by the health care provider (hcp) to have further evaluation. The patient was experiencing variation in spasticity. The patient was to be seen as soon as possible as inpatient to evaluate and hopefully resolve the problem. The medication being delivered was identified as gablofen. Please see manufacturer report # 3004209178-2013-08383 for event which is possibly related to the event being reported in this manufacturer report #.

Manufacturer narrative:
Continuation: product ID 8709sc, serial# (B)(4): implanted: (B)(6)-2011, product type catheter. (B)(4).